Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ automated microbiology system a misidentification was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "expected microorganism: acinetobacter. Identified microorganism: klebsiella ozanae."

Manufacturer narrative:
H6: investigation summary: this complaint is for misidentification of acinetobacter baumannii as klebsiella ozanae when using phoenix panel nmic/ID-406 (448748) batch number is unknown. The customer did not provide lab reports, panel returns, or isolate returns for investigation. To investigate, a total of three (3) retention panels from the same catalog number, but a different batch were tested using in house isolates of acinetobacter baumanii (15748) on a phoenix 100 instrument to evaluate for the identification of the organism. A different batch of panels from the same catalog were used due to the complaint batch number being unknown. During investigation, all three (3) panels identified correctly as acinetobacter baumannii. Since all identification results yielded were satisfactory, this complaint is not confirmed. A review of quality notifications could not be performed since the batch number was not provided. A review of complaints could not be performed since the batch number was not provided. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. H3 other text : see h10.

Event description:
It was reported that while using bd phoenix¿ automated microbiology system a misidentification was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "expected microorganism: acinetobacter, identified microorganism: klebsiella ozanae".